Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for inorganic phosphorus (phosphorus). The customer was asked, but refused to provide information on the exact date the issue occurred. The customer stated that the issue occurred either on (B)(6) 2013 or (B)(6) 2013. The customer provided only approximate result values. The customer was asked, but refused to provide the specific result values. The sample initially resulted as approximately 14.0 mg/dl. The customer was asked, but refused to provide information on whether this initial result had been released outside of the laboratory. The sample was repeated and resulted as approximately 3.7 mg/dl. The repeat value was believed to be correct. The customer was asked, but refused to provide information on whether the patient had been adversely affected. No adverse events were alleged. The customer was asked, but did not provide a lot number or expiration date for the phosphorus reagent. The customer stated that the issue was resolved by replacing a damaged sample probe. The customer did not feel that this was a reagent or instrument issue that required further investigation.

Manufacturer narrative:
Further investigations could not determine a specific root cause based on information provided.